Event description:
It was reported that during usage of bd gaspak¿ ez anaerobe gas generating pouch system with indicator they encountered a performance issue. The following was reported by the initial reported: it was reported by customer that gaspak 260683 anaerobic conditions not maintaining for 6 days. Gaspak 260683 performance past 2 days issue.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during usage of bd gaspak¿ ez anaerobe gas generating pouch system with indicator they encountered a performance issue. The following was reported by the initial reported: it was reported by customer that gaspak 260683 anaerobic conditions not maintaining for 6 days. Gaspak 260683 anaerobic conditions not maintaining for 6 days. Gaspak 260683 performance past 2 days issue.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-01134 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.